Event description:
On (B)(6) 2022, the patient presented to the physician with a hematoma at the neck incision. Physician opened and drained the hematoma. While in recovery, patient was bleeding from the platysma. Physician brought the patient into the operating room and used cautery to stop the bleeding. On (B)(6) 2022, patient presented back to the physician with hematoma on the chest and neck. Physician drained 20 cc with a needle.